Event description:
I had regular cycles until I received emsculpt treatments on my abdomen. I have a 26 day cycle. I had 1 30 minute trial session and then 4, 1 hour sessions in the month of (B)(6) 2021 (1 session per week). My last normal cycle was (B)(6) 2021; I was expecting a period on (B)(6) 2021, but it never came. The same for (B)(6), which should have arrived (B)(6) 2021. I have not had a cycle since (B)(6) 2021 and have been experiencing hot flashes. Thus far, I have missed 2 periods (B)(6). I recognize that I am of menopause age and perhaps it is a coincidence, but I had no symptoms or indications my cycles would end prior to the emsculpt treatments. I believe it is a case of ovarian failure as a consequence of these treatments given the sudden onset and no other symptoms prior. FDA safety report ID# (B)(4).